Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that percutaneous coronary intervention was performed in 2006. The target lesion was in the distal rca pd. There was no tortuosity, mild to heavy calcification with 75% stenosis. Pre-dilation was done with another company's 2.0 x 20 mm balloon and a pixel 2.25 x 8 mm was implanted at 8 atm. The pixel 2.25 x 13 was implanted in the distal pd at 6 atm and the procedure was completed. At the six month follow-up, in stent restenosis was noticed. Plain old balloon angioplasty was performed with another company's 2.25 x 15 mm balloon at 6 atm in the both pixel stents. At the follow-up, in 2007, there was no patient's symptoms and no treatment was performed. No additional event or patient information available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. Review of the devices manufacturing records showed that the lots met all manufacturing criteria. This known patient effect is not necessarily an indication of a product quality issue; however, in this case a conclusive root cause cannot be determined. The second pixel stent is indicated and is being reported under the same manufacturer number.